Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was experiencing inappropriate tones during the beep-o-gram. The physician elected to perform an invasive procedure and noted 'clavicular crush'. The lead was left in place and a new endotak and ICD were implanted.